Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient reported over the past couple of weeks, later described as 2 weeks, they have noticed a return of their pain symptoms as well as a burning pain around the battery pack internally. Patient stated their facial pain has been pretty bad and that is not normal for them and added that their implant battery, which they normally have to charge every 3 days, has just been sitting at 70%. Patient confirmed their therapy was on and stated they have not made any changes to therapy. Agent advised to call hcp again and redirected to hcp to further address.